Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator device was used for an esophagogastroduodenoscopy (egd) performed within the esophagus, on (B)(6) 2013. According to the complainant, during the procedure, no bands were able to be deployed. The scope was withdrawn from the patient, the device was exchanged, and the procedure was completed using another speedband superview super 7 multiple band ligator device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.